Manufacturer narrative:
Citation: junquera et al. Intraprocedural high-degree atrioventricular block or complete heart block in transcatheter aortic valve replacement recipients with no prior intraventricular conduction disturbances. Catheter cardiovasc interv. 2019 apr 29. Doi: 10.1002/ccd.28323. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of intraprocedural high-degree atrioventricular block or complete heart block in patients without previous intraventricular conduction disturbances. All data were collected from two centers between may 2007 and march 2017. The final study population included 676 patients (predominantly female, mean age 82 years), 160 of which were implanted with medtronic corevalve and 78 with evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 51 deaths occurred at one-year post-implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: left bundle-branch block, first degree atrioventricular block, complete heart block, stroke, myocardial infarction (mi), major/life threatening bleeding or vascular complication, permanent pacemaker, rehospitalization, and need for a second valve. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.